Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.0/1.5/87, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was later exchanged for a longer length lens due to low vault. It was reported that the problem resolved. Cause of evet is unknown.